Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2006: (B)(6). (B)(6) md. History and physical. Admitted through the emergency department with complaints of dehydration and abdominal pain, nausea, vomiting. The patient reportedly had gastric bypass surgery in 1997 in long beach, california. At that time she reports having weight 600 pounds, and got down to her lowest weight of 335 pounds, and has currently returned to a weight of 388 pounds. The patient has been seen by a surgeon who has been treating her for what sounds to be an incisional hernia which was repaired in 2000. However, patient since february has developed reflux, nausea and vomiting and reports of dehydration. The patient has undergone egd and colonoscopy by her report, which showed evidence of diverticulitis and esophagitis. The patient reports occasional hematemesis, denies any hematochezia. The patient currently has complaints of dehydration, vomiting, emesis, and was told by her current surgeon that he could no longer care for her and is referring her for bariatric surgery consultation. History of appendectomy in 1989; cholecystectomy in 1999; cesarean section in 1989; gastric bypass in 1997; incarcerated incisional hernia repair in 2000; hypertension; posttraumatic stress disorder secondary to being raped as a child; anxiety disorder; hypothyroidism; gastroesophageal reflux disease; diverticulitis; hypocholesterolemia; asthma; irritable bowel syndrome. Exam: abdomen obese, soft, nondistended. Patient tender at midline incision which is well healed, from the subxiphoid to the pubic symphysis. The patient does have fullness under the upper aspect of the incision. There is no overlying erythema, no obvious palpable hernia, but this is difficult due to the patient¿s body habitus. Impression/plan: since february having increasing nausea, vomiting, occasional hematemesis and abdominal pain. Reports dehydration and nutritional malabsorption. Undergo repeat CT scan. On (B)(6) 2006: (B)(6), md. Radiology-acute abdominal series. Indications: abdominal pain. Impression: no acute cardiopulmonary disease. Overall unremarkable abdomen. Note is made that if there remains clinical concern for unexplained abdominal pain, further evaluation with CT may be useful. On (B)(6) 2006: (B)(6), md. Radiology-CT abdomen/pelvis with contrast. Impression: rule out bowel obstruction and abdominal pain. Findings: midline defect in the periumbilical region and inferiorly, containing fat. Impression: no evidence of bowel obstruction or intussusception. No focal findings in the abdomen or pelvis. On (B)(6) 2006: (B)(6), md. Discharge summary. Admit date: (B)(6) 2006. Discharge diagnosis: nausea and vomiting; abdominal pain; dehydration; anemia. Hospital course: on workup, patient was found to have incisional hernias which were not showing evidence of obstruction of ischemia. Patient underwent nutritional evaluation and was found to be appropriate except for anemia. Egd was performed. No obvious strictures or ulcers or cause for nausea or vomiting was identified on the egd. Therefore patient was given a diet which she tolerated well. Was ambulatory and her pain resolved. Patient was therefore stable for discharge to home. On (B)(6) 2006: (B)(6), md. Preoperative history and physical. Previously underwent gastric bypass surgery in 1997 in california. The patient has lost approximately 300 pounds. Returns now with complaints if incisional hernia. The patient underwent incisional hernia repair in 2000, at which time she had strangulation of bowel. However, patient returns now with recurrence of hernia and complaints of increasing abdominal pain and size of hernia. Denies any obstructive type symptoms. Patient is aware that she is at increased risk due to her still morbid condition and significant comorbidities. Denies tobacco, alcohol or IV drug use. Exam: abdomen obese, soft, nondistended. Patient is tender at midline incision. No obvious hernia palpable due to obesity. No obvious acute abdominal findings, guarding or rebound. Impression/plan: returns with increasing symptoms and size of hernia. Was counseled on recommendation for laparoscopic incisional hernia repair. Was informed of the risks and benefits which include, but are not limited to, infection, bleeding, injury to surrounding structures, conversion to open surgery, anterior abdominal abscess, recurrence of hernia and need for repeat surgery. The patient, as well as her husband, were present at discussion. They were both allowed to ask question which were answered. The patient is aware that although she has lost 300 pounds she is still morbidly obese and at significant risk for other conditions as well, including pulmonary embolism, heart attack, stroke and/or death. The patient desires to proceed with laparoscopic attempted repair. Implant procedure: laparoscopic incisional hernia repair. Placement of gore-tex mesh 14 x 24 cm. Implant: gore® dualmesh® plus biomaterial [1dlmcp07/04337434, 20 cm x 30 cm] implant date: (B)(6), 2006 (hospitalization (B)(6) 2006) on (B)(6) 2006: (B)(6) md. Operative note. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Assistant: (B)(6), md. Anesthetic: general. Blood loss: minimal. Specimens: none. Complications: none known. Indications: patient is a 36-year-old female with clinical findings consisting of recurrent incisional hernia. Patient was counseled on recommendations for laparoscopic incisional hernia repair with mesh. Risks discussed include but are not limited to infection, bleeding, injury to other organs, conversion to open surgery, infection of the nesh and/or recurrence of hernia. Patient and her husband were allowed to ask questions which were answered and consent obtained. Procedure: ¿following placement od sequential compression devices patient had general anesthetic. Abdomen prepped and draped in standard sterile fashion. After confirming orogastric tube in place, a veress needle was inserted in the left subcostal margin using a drop test technique. Pneumoperitoneum to 15 mmhg pressure with co2 insufflation was obtained. 12 mm optical-access trocar was then placed in the right lateral abdominal wall and the abdominal cavity entered. Abdominal cavity was inspected, veress needle insertion site visualized. No underlying injury is seen and veress needle therefore removed. Patient was noted to have multiple adhesions of omentum to the anterior abdominal wall. Under direct visualization two 5 mm trocars were placed in the right inguinal and right subcostal margin. Blunt dissection as well as sharp dissection and ultrasonic shears were used for taking down the omental adhesions from the anterior abdominal wall and visualizing the multiple midline recurrent incisional hernia defects. Once all the defects were exposed and the complete anterior abdominal wall was visualized, internal measurements were taken. There were found to be 6 cm in width at the greatest point and 16 cm in length. Therefore, a 24 x 14 cm gore-tex dual mesh was cut to appropriate length and stay sutures placed at the corners and midway along each edge. Mesh was then placed within the abdominal cavity and secured using stay suture technique to the anterior abdominal wall with the eight stay sutures. At least 4 cm of coverage of each defect was obtained. Once all stay sutures were secured the edges of the mesh were secured with a salute tacking device and this allowed stabilization of edges along the peritoneum. Abdominal cavity was inspected, hemostasis confirmed. Trocars, pneumoperitoneum were all removed. Patient was awakened, extubated and taken to recovery room in stable condition.¿ see attachment for h10/11 continuation.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating; manufacturer/compounder: w. L. Gore & associates, inc.; lot number: 04337434. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2006 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions to bowel, hernia recurrence, mesh migration. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: records prior to and after (B)(6)06 were not provided.] (B)(6)06: [missing records: records including operative report where dualmesh plus was implanted was not provided.] (B)(6)06: flagstaff medical center. Operating room nursing record. Implants. Description: dualmesh plus. Lot number: 04337434. Manufacturer number: 1dlmcp07. Manufacturer: gore. Implant site: abdomen. Size: 20 cm x 30 cm. Quantity: 1. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/04337434) was implanted during the procedure. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Evaluation codes: updated results code. Conclusion code remains unchanged.